Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima IV catheter safety system safety cap did not cover the needle when the needle was removed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8110831 our records show that this is the only instance of a needle shielding failure occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally we have to received a physical sample for this complaint at this time, only a packaging label. Unfortunately without a physical sample, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system safety cap did not cover the needle when the needle was removed. No serious injury or medical intervention was reported.